Manufacturer narrative:
(B) (4). Results: mi, revascularization.

Event description:
Patient received an endeavor rx drug-eluting stent during index procedure. Approximately 5 months post stent implant investigator reports the patient suffered a non-qwave mi. Approximately 6 months post stent patient underwent CABG surgery.